Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 05/22/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. The total daily dose history was appropriate for the user programmed delivery settings. The pump¿s audio- and vibratory-alert features functioned per specification. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No damage or defect was found to the audio- and vibratory-alert systems. Unrelated to the complaint, a battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on (B)(6) 2017 the patient experienced elevated blood glucose (bg) over 600mg/dl with extreme drowsiness, chest pain, nausea, extreme thirst, excess urination, and symptoms of dehydration associated with an audio tone issue. The patient reportedly self-treated with insulin via injection and remained on the pump. The reporter noted that the pump¿s audible tones were not functioning. The reporter confirmed that the pump¿s vibratory feature was functioning. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a no sounds issue.